Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was treating a moderately tortuous, heavily calcified, concentric, 90% stenosed, de novo lesion in the distal right coronary artery. During pre-dilatation, the 2.5x15mm trek rx balloon dilatation catheter (bdc) ruptured at 12 atmospheres during the second inflation. Another bdc was used to continue the procedure, after which stenting was performed, and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.